Manufacturer narrative:
Level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the related 3rd complaint reported for the defect/condition on lot number 5348619. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. As per manufacturing, a review of the device history record was completed for batch # 5348619 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications pertaining to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Awareness date: (correction) incorrect date entered as 12/14/2015. Correct date should be entered as 09/04/2017.

Manufacturer narrative:
Investigation summary: a sample has not been returned for evaluation. Device history record review ¿ a review of the device history record was completed for batch # 5348619 all inspections were performed per the applicable operations qc specifications. Assembled syringes ¿ there was one (1) batch of material# 8364946 (syringe 0.3ml asm 30ga 8mm sm700166 sc) that went into the packaged batch# 5348619. Batch#: 6036989. Date(s) of manufacture: 21feb2016 thru 23feb2016. Machine(s) produced on: jz, jx, and jw. There were zero (0) notifications pertaining to the complaint. Upon completion of the investigation, a second supplemental MDR will be filed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the 0.3 ml bd micro-fine +¿ insulin syringe with 30g x 8 mm needle had been found with liquid in the carton. Found before use. No serious injury or medical intervention noted.